Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Hold for mrd 07/17/20.it was reported that the patient experienced a driveline communication fault. The alarm was cleared. No external damage to the driveline was noted. The patient reported that his line was caught on the bedrail and got pulled. No exit site trauma was noted and modular cable connection was secured and locked. The log file analysis confirmed a driveline communication fault occurred on (B)(6) 2020 at 22:58:50 which cleared on (B)(6) 2020 at 22:58:50.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a driveline communicated fault alarm; however, a specific cause for this event could not be conclusively determined through this evaluation. The controller event log file contained data from 13:05:09 on (B)(6) 2020 through 9:03:10 on (B)(6) 2020, per the timestamps. A driveline communication fault was captured from 22:58:50 on (B)(6) 2020 through 9:01:22 on (B)(6) 2020. Additionally, transient com a faults were observed on (B)(6) 2020, indicating that the communication fault was likely associated with the com a line. Despite the observed events, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account reported that the patient was seen in the clinic and the alarm was cleared. There was no obvious external damage to the patient¿s driveline present. The patient did report that the driveline ¿got caught on the bedrail and pulled a little¿ but there was no exit site trauma noted and the modular cable connection was secured and locked. An attempt was made to obtain additional information regarding whether the alarm returned; however no further information was provided by the account. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues until (B)(6) 2020, when the patient ultimately returned to the clinic due to additional driveline communication fault alarms (reported under MFR # 2916596-2020-04326). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019 via customer. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook address all system alarms, including the driveline communication fault, as well as the recommended actions associated with each. Furthermore, the patient handbook lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.